Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion sensor. A review of the event history log revealed error code 1660 which points to a faulty microprocessor board. The dso sensor and the mp board were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found a damaged downstream occlusion sensor.